Manufacturer narrative:
The customer report of a failed pm/calibration was confirmed during the service process. The issue was determined to be due to a faulty keypad and was addressed by service. The proximate cause of the customer report of a failed pm/calibration was determined to be due to a faulty keypad.

Event description:
It was found that device failed pm / calibration due to a faulty component.

Manufacturer narrative:
The customer report of a failed pm/calibration was confirmed during the service process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of a failed pm/calibration was determined to be due to a faulty keypad. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
H10: the customer report of a failed pm/calibration was confirmed during the service process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the customer report of a failed pm/calibration was determined to be due to a faulty keypad. There was no reported patient involvement. This device is used for therapeutic purposes.

Event description:
It was found that device failed pm / calibration due to a faulty component.